Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless pacemaker exhibited premature battery depletion. It was noted that the patient had high thresholds at implant, however it increased contributing to battery depletion. The leadless pacemaker has been inactivated and replaced. No patient complications have been reported as a result of this event.